Event description:
It was reported that a device kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and after a recapture of the closure device, a kink was discovered on the wds sheath. The physician completed the procedure with a new was and successfully implanted a new closure device in the laa of the patient. There were no patient complications or consequences that occurred as a result of this event.